Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the actual sample had been fractured at approximately 756mm and 762mm from the distal end of the device. The piece separated from the main body measured approximately 6mm in length. The fractures will be referred to as a, b, c and d in this report. The fractures were respectively inspected under magnification for the state of the lateral surfaces and of the fracture cross sections as follows. The catheter tube had been crushed at the fracture end with no presence of scratching or denting which could have been a trigger of the generation of the crush. The catheter tub had been elongated at the fracture end of samples a and b. The stainless reinforcement was exposed at the fracture end of segments b, c and d. The fractures a, b, c and d were respectively inspected under electron microscope magnification as follows. The outlines of a and b matched each other and those of c and d matched each other. The lengths of the exposed stainless steel reinforcement and the trace of the embedded reinforcement remaining on the inside surface of the catheter tube at the fracture end were measured and found they corresponded with each other. It was confirmed that there was no missing portion of the device on the actual sample. The outside and inside diameters were measured on the undamaged segment and confirmed to meet manufacturing specifications. Simulation testing was conducted. A catheter sample of this product code was pulled from the current production run and inserted in a parent catheter sample, a glidecath with a two-way stopcock connected to it. The stopcock was turned while the catheter sample was placed in the parent catheter sample. The catheter sample became fractured at two points. The piece cut out from the catheter sample with the stopcock was confirmed to be approximately 6mm in length. The configuration of the fracture cross sections was confirmed to very similar to that of the actual sample with the generation of the crushes being one way direction. There is no evidence that this event was related to a device defect or malfunction. While the exact cause cannot be definitively determined based on the available information, the actual became fractured as a result of having been subjected to a pinching force during use. From the reproductive test result it is assumable that the actual sample was fractured by a stopcock connected to the device used in combination with the actual sample when it was turned while the actual sample was placed in it. The device labeling does address the potential for such an event in the instruction for use (IFU) with the statement such as the following: "if the guiding catheter is fitted with a stopcock, do not close the stopcock with the micro catheter system inside the guiding catheter. The micro catheter system may be broken." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up 2. Adverse event should not be selected, , required intervention should not be selected,to state malfunction.

Manufacturer narrative:
The UDI number for this product code is not required. The actual device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason (B)(4) was used in the conclusions section. A review of the device history record and shipping inspection record of the involved product/lot number combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot number combination. (B)(4). All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported breakage on the progreat device during a procedure. Follow up communication with the user facility confirmed the following information: the progreat microcatheter was used to settle azure coils; two coils were deposited by means of thermal release; the examiner noticed in fluoroscopy the progreat separated into two parts; the microcatheter separated into two long and one small catheter fragments; the fragments were completely removed from the patient; the separation took place in the anterior third of the catheter, the thermal dissolution of the coils passing further proximal in the catheter; and there was no harm to the patient as the entire progreat device including fragments could be removed.